Event description:
Option study. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27 mm watchman flx laa closure device with delivery system (wds). Post procedure, aspirin was started and apixaban was continued. On (B)(6) 2019, the patient was discharged. On (B)(6) 2022, 867 days post index procedure, the patient was hospitalized for a cerebral vascular accident (cva). The patient was taking apixaban at the time of the event. No further information is currently available.

Manufacturer narrative:
Correction: h6: patient code has been updated from cva to no clinical signs, symptoms, or conditions and this event is no longer a complaint.

Event description:
Option study. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 27 mm watchman flx laa closure device with delivery system (wds). Post procedure, aspirin was started and apixaban was continued. On (B)(6) 2019, the patient was discharged. On (B)(6) 2022, 867 days post index procedure, the patient was hospitalized for a cerebral vascular accident (cva). The patient was taking apixaban at the time of the event. No further information is currently available.